Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) who reported that the patient had the ins turned off for an MRI on (B)(6) and the family thought that the ins was not turned back on following the scan because the patient had been starting to have more frequent bowel movements. During the call the patient's ins was confirmed to be turned on and the issue was reported to have started on (B)(6) 2018. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.